Event description:
Per the audiologist, the pt reported intermittency and progressively decreasing loudness when using the cochlear implant system. Results of an integrity test done in 2008, were consistent with intermittent receiver/stimulator function and normal electrode function. Due to receiving no benefit from the device, the pt discontinued using it. There was no reported trauma near the implant site. Explant/reimplant surgery plans were not reported at the time of this report filed, dec 22, 2008.